Event description:
It appears that patient suffered a myocardial infarction (mi) and thrombosis at event. Report received indicated that 'recurrence of a infractus anterior myocardium. Desocclusion by transcoronarienne angioplasty, balloon alone. The stent remained in the patient. Catheter block. Thrombosis of the active stent after 4 days of the pose on a anterior interventricular artery very disease, within aspirin and plavix. Reoperation and there was a potential for adverse event."

Manufacturer narrative:
Request for additional info for clarification of event including, patient, vessel, lesion, procedural and treatment info has been made to the initial reporter and response is pending. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This product will not be returned for evaluation and testing. Additional info will be sent within 30 days upon receipt.